Event description:
I think you might want to investigate ongoing problems with the clearblue easy digital pregnancy test. I took this test a few days ago and received a positive/pregnant status. Based on ny previous experience with pregnancy tests, I assumed that there were very few instances of false positives when the test is conducted correctly and you aren't on medications that could affect the outcome. The next day, I took two first response tests and one clearblue easy plus/minus test and all three came back negative. I was shocked. I did some searching online and was so surprised to hear of so many other women who also received the false positive results. This just doesn't seem to be a problem with the other tests on the market. When I called clearblue easy's manufacturer, they really couldn't tell me what happened and why I got that result, but said it was definitely in error. I just thought you should know that there seems to be a problem with this test and clearly there are others wo are experiencing this same issue. Maybe the kinks need to be worked out on this product before they see it again.